Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. (B)(4).

Event description:
A surgeon reported an unexpected refractive error of 11 diopters following an intraocular lens (iol) implant procedure. The pt's visual acuity was reported to be reduced by two lines. The surgeon will not be providing additional info. Additional info is not expected.